Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry cannot move. After reviewed the log file, that the ipc had not started. The fse disassembling the ipc and unplugging the internal board. After disassembling the ipc and unplugging the internal board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geo movement was not available. System was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and found geoipc could not boot up. The fse disassemble the housing and reconnect inner slot card, and system returned to full functionality.